Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used or charged her scs system in over a year. The patient stated she would like to use the scs system again, but the ipg was likely inoperable. Surgical intervention may be taken to replace the patient's scs ipg.

Event description:
Follow up information identified the patient's scs ipg was replaced with a new one. Surgical intervention resolved the reported issue.